Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Stroke is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformities associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: six days after the procedure. It was reported that 2 days prior to a left internal carotid artery (lica) stenting procedure, the pt was hospitalized with acute congestive heart failure followed by a non q wave myocardial infarction. An angiogram showed severe three vessel disease with 90% left main and left anterior descending stenosis and 70% right coronary artery stenosis. Reportedly, it was decided to perform the left internal carotid artery stenting procedure, first, which was uneventful. Three days postprocedure, following an exacerbation of pulmonary edema, the pt had an emergency coronary artery bypass graft (CABG) performed. Post CABG, the pt developed atrial fibrillation. Three days post CABG and six days post lica, the pt experienced a stroke with symptoms of right hand weakness. A CT of the head showed a left frontal ischemic infarct. Treatment included additional plavix and aspirin. Sixteen days post lica, the pt was discharged to a cardiac rehabilitation facility. Although requested, there was no additional information provided.